Event description:
While using a byte night aligners, patient reported that they had a comprehensive exam and radiographs by their dentist. The patient was advised to discontinue the byte aligners as they have caused an incorrect bite and jaw pain and recession. Dentist reported that the patient's aligners did not cover or include the second molars which resulted in super eruption and heavy contact on those teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.